Manufacturer narrative:
For the reported information, the device was not returned to bd for evaluation. However, images and medical records were provided for review. The investigation can be confirmed for perforation of the ivc. However, the investigation is inconclusive for retrieval difficulties and positioning issue. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced difficult to remove, a positioning issue, and patient-device interaction problem. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old female patient was (B)(6).